Event description:
A report was rec'd that the pt implant was explanted because it was uncomfortable. The device was working properly. The pt's paddle lead was left implanted in the pt. The pt is reported doing well.